Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device check, a lead warning was noted and low atrial and ventricular impedance values were observed following an inquiry. Both the right ventricular (rv) and right atrial (ra) lead remain in use. No patient complications have been reported as a result of this event.